Event description:
On (B)(6) 2009, the patient reported he fell down and landed on his insulin infusion device causing the device screen to be blank. He said there is a blue line across the top right corner of the screen. He stated he pressed his device buttons but the screen remained blank. He disconnected from his device, and as he was at work and did not have his backup device, went on insulin injection therapy. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.